Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon was unable to take control of universal surgical manipulator 4 (usm) with the right master tool manipulator (mtmr). There were no issues with controlling usm 3. The system was set up as dual console, and the secondary surgeon had no issues controlling usm 4. The intuitive surgical inc. (Isi) clinical sales representative (csr) also stated that the customer had replaced the instrument with a backup instrument, but the issue remained. The isi technical service engineer (tse) viewed system logs with no errors noted. The csr stated that the main surgeon was proceeding with the case, and moving over to the other console was not ideal. The tse also suggested reseating the sterile adapter. The csr stated that the customer did not try to do that. The tse confirmed that when the surgeon pressed the arm swap pedal, usm 4 would light up, but the surgeon was unable to take control of usm 4. The customer did not want to further troubleshoot at that time. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator right (mtmr). The system was tested and verified as ready for use. Isi received the mtmr involved with this complaint to perform a failure analysis. The mtmr was analyzed. The reported failure could not be reproduced but could be confirmed as having occurred via field error logs. A visual inspection was performed. The arm was installed onto the system and powered up. All tests passed. The complaint was not confirmed based on the failure analysis.